Manufacturer narrative:
Investigation summary: the event unit was returned without the tissue bag and cord loop. The returned unit was visually inspected with no non-conforming components observed. The returned unit was also deployed and retracted to confirm that the device functioned as intended. The exact root cause of the event could not be determined, as engineering was unable to replicate and confirm the complainant's experience. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic nephrectomy - "during laparoscopic nephrectomy procedure, when retrieving a specimen, the bag wasn't deployed properly. The detail information and video are unavailable." Patient status - "no patient injury". Initial investigation report by distributor - "the event unit without the bag was returned to olympus and visually inspected. The specimen bag was removed from the introducer. The handle and the thumb ring actuator weren't found to be damaged. Confirmed no damage was found with the distal end of the sheath and the supports. The unit will be returned to (B)(4) for further evaluation." Additional information received via email from distributor on (B)(6) 2016 - it was asked to clarify what was meant by "bag would not deploy correctly" but the sales rep could not provide any more information on how the bag would not deploy correctly.